Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer 6 main was failed. A field service engineer controller module was not register that the drawer was detected on bus and controller module was replaced to resolve this issue. The system functioned as intended after field service engineer troubleshoot the device.

Event description:
It was reported by the customer that a pyxis medstation es system drawer was failed. There were no adverse events or injuries reported based on this event.